Event description:
It was reported the device showed no output and erratic numbers when trying to dial in setting during six month in-house calibration. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found. It was noted that the lower case and battery drawer was broken and the battery flex was contaminated.